Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that his insulin pump alerted post-reset ram crc alarm, history pointers failed or corrupted, hardware low level failures, and the motor arm cannot communicate with the main arm alarms. The customer's blood glucose level was 208 mg/dl. The customer needed assistance in turning off the beeping sound from his old insulin pump. The insulin pump was alarming and asking to rewind. He declined troubleshooting and wanted the insulin pump replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. History pointers failed confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly. Device received with no pump error alarms noted during testing.